Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced one inappropriate shock due to noise oversensing caused by electromagnetic interference (emi). It was further noted that the emi may have originated while the patient was working on a running automobile engine. The oversensing also resulted in pacing inhibition lasting five seconds. No adverse patient effects were reported. This crt-d remains in service.